Event description:
The neuron catheter was prepared for use and it was noted that there were two kinks at the tip.

Manufacturer narrative:
Device investigation: there are two kinks in the distal tip of the catheter at 0.5 and 1.5 cm from the tip. Results code: a 0.053" mandrel was introduced into the hub and advanced distally. The mandrel could be advanced until the tip of the reached 1.7 cm from the distal tip of the catheter, where the mandrel was stopped. The catheter is non-functional. The distal tip of the catheter was introduced into a demonstration carrier tube and advanced into the tube. No obstructions were noted as the catheter fit all the way into the tube. Conclusion code: the two kinks noted in the complaint were confirmed. Given the absence of original packaging for the returned device it is not possible to determine if the damage occurred in the packaging or if the catheter was damaged due to handling when preparing the device for use. The manufacturing records for this device were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.